Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: visual inspection found no damage to or peeling of the keypad. The up arrow key was intermittently responsive; the okay, down arrow, and contrast keys were fully responsive. The keypad cover was removed and contamination was found under all the key contacts. Unrelated to the original complaint, damage was observed on the battery cap - the threads were stripped. Additionally, the battery compartment was cracked in two places: below the bumper pad and between the bumper pad and the top of the compartment. Also the display was found to be dim and pink but otherwise operated within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow and down arrow buttons were under responsive. The reporter also alleged that there was an issue with over delivery of insulin related to this complaint. However, there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.